Manufacturer narrative:
Stryker evaluated the customer's device but was not able to duplicate the reported event. The customer will receive a replacement. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not powering on when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker product assessment center further evaluated the device and verified the reported issue. Pac technician determined the root cause of the issues is isolated to a failed reed switch sw5. Device was archived by stryker.

Event description:
The customer contacted stryker to report that their device was not powering on when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.